Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-67 (supply voltage of cpu circuitry is too low) alarm. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional tests and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported f-67 alarm was not found in review of the alarm log or during evaluation. However, an f-94 (configuration option settings checksum is not 0) alarm was identified during power on. The cause of the alarm was a damaged battery. The battery was replaced to resolve the issue. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.